Event description:
The user facility reported the insertion of impella cp device to a patient undergoing a high-risk percutaneous coronary intervention was unsuccessful. The guidewire was advanced with difficulty into the left ventricle. Once the impella was inserted the physician, however, was unable to remove the guidewire. Both devices were removed as a united and another impella cp device was implanted. There was no report of adverse effects to the patient.

Manufacturer narrative:
The impella guidewire and pump were returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The pump was returned for inspection and no damages were found with the pump, catheter and the guide wire upon investigation. Guidewire able to be removed as usual. The root cause of delivery issue is determined to be most likely use issue because the second pump was successfully implanted without any issues and there were no damages to be noted or any issues found with the returned product and the guidewire was able to be removed. D6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26850. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26850 as it is unknown if the initial reporter also sent the report to the food and drug administration.